Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence concurrent with anterior and posterior colporrhaphy. Due to erosion, pain, dyspareunia and incontinence the patient underwent mesh removal on (B)(6) 2006. The patient underwent surgery to remove vaginal scar tissue with placement of supris sling on (B)(6) 2008. (B)(4). Dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior colporrhaphy, transvaginal urethrolysis and cystoscopy due to stress urinary incontinence, cystocele and rectocele. Following insertion, the patient experienced pelvic pain, pain during sexual intercourse, urinary incontinence, mesh erosion and vaginal scarring. (B)(4).